Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was assisted with stuck button troubleshooting. Customer's blood glucose was 229 mg/dl at the time of the incident. Customer stated that they did not press the button down for three minutes or longer. The customer stated that they were unable to clear the alarm. The customer was advised that the customer's insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed self test and displacement test. Unit failed leak test. Unit leaked around the keypad overlay. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Unit received with missing display window cover. Unit received with minor scratched display window, case and keypad overlay.